Event description:
In 2008, baxter received a report from a dr of the facility that one month prior, at 16:00h a patient, who had undergone a hysterectomy, was connected to a infusor singleday 2ml/hr 12pk (lot number unk) using the pca method. Reportedly the pt received "0.5 ml every time the pt pressed the button. The analgesia is protocolized in the service." The infusor contained 20ml of "physiological solution and 5 vials of morphine 1%=5ml. Each vial contained 10 mg of morphine. The total pump volume is 25ml. On saturday, the next day, at 1100, the pt suffered depressed breathing and she had to be admitted to intensive care unit (ICU). The pt remains hospitalized, but is reportedly doing well.

Manufacturer narrative:
No sample available.